Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-8336-70, serial: (B)(4), batch: 7050069.

Event description:
It was reported that the patient was experiencing persistent thoracic back pain at the surgical site. The patient underwent an explant procedure wherein everything was removed. The patient was doing well postoperatively. Explanted devices will not be returned.